Event description:
It was reported " item was inserted during the anesthesia process. The catheter was inserted into the ureter, the balloon was inflated normally and immediately after that the catheter was pulled out - the balloon did not fix it in place. The patient was not harmed. The procedure time was not extended as a result of the defect." To continue therapy another device was inserted. No patient injury or consequence reported. Patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "no sample was returned for investigation. Only picture was provided in sap. Based on the complaint description, it was reported that " the catheter was inserted into the ureter, the balloon was inflated normally and immediately after that the catheter was pulled out - the balloon did not fix it in place." This kind of phenomenon was likely due to the catheter has leak. However, from the photo provided, it could not be observed clearly on the balloon or shaft part to indicate the evidence of the leakage. Leak balloon may happen due to several reasons such as in contact with sharp object during use i.e contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives' compounds. However, without actual or representative sample returned for investigation, the actual root cause of this phenomenon could not be determined. In current manufacturing process, after completed assembled, the catheters are then being inflated with air at 1.5 times the inflation volume before being tested for any leakage. The balloons are then subjected to leak test for 20 minutes and upon completion of the test, will be subjected to deflation process and only products that passed all the tests will be shipped out. In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed as manufacturing related." Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " item was inserted during the anesthesia process. The catheter was inserted into the ureter, the balloon was inflated normally and immediately after that the catheter was pulled out - the balloon did not fix it in place. The patient was not harmed. The procedure time was not extended as a result of the defect." To continue therapy another device was inserted. No patient injury or consequence reported. Patient's current condition is reported as "fine".